Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. It was reported that the patient was having an MRI done for their lower back pain which was indicated to be related to the patient¿s device or therapy. It was reported that the patient told the hcp that their device was not working, but they had no more details as to why the device was not working. It was unknown when the event occurred. No further complications were reported/anticipated.